Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation observed the coating is coming off the shaft of the instrument. The main tube has a couple of different damaged sections with the tube insulation removed. The damaged areas are 1.1 x .100 and .425 x .085, located roughly 3.8 and 2.7 above the snake wrist. No other damage was found.

Event description:
It was reported that during a da vinci si surgical procedure the 5mm bowel grasper instrument was found to have the coating coming off the shaft of the instrument. The surgeon then found a piece of the instrument coating on the patient's liver. The instrument fragment was removed and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.